Event description:
It was reported that the ventilator displayed an excessive leakage message during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our complaint investigation for this complaint is finalized. The unit was investigated at the hospital by our field service engineer (fse). The investigation revealed an expiratory valve coil with an open circuit. The expiratory valve coil was replaced, but not returned for our investigation. The ventilator passed the test and were cleared for clinical use. The reported failure regarding excessive leakage during pre-use check can be confirmed in the received logs. The device fails the internal leakage test due to too low inspiration pressure. The device also fails other sub-tests, such as pressure transducer and safety valve test as a consequence. Our conclusion is that the defective expiratory valve coil was the cause of the problem. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).